Event description:
Lodi implants failed to osseointegrate.

Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. The patient is a smoker. The clinician did not provided the following info: amount of torque used on abutment and implant; whether primary stability was achieved; whether the implants were immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with bone and is rejected by the body, the cause is unk. The implant's lot history records were reviewed; any discrepancies or issues of non-conformance were successfully resolved prior to the release of the parts. Implant was manufactured to specifications. No further action is required.